Event description:
It was reported that vessel dissection and patient death occurred. During a complex transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach with a minimum femoral artery diameter of 4.7mm. The mildly calcified native aortic annulus measured 20.6mm in diameter. A 14f isleeve introducer sheath was placed and safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-boston scientific (bsc) balloon catheter. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into position, commissural alignment was achieved, and the acurate neo2 valve was released. The aortic gradient post implant was 5mmhg. After implant of the acurate neo2 valve when the 14f isleeve introducer sheath was removed a dissection of the iliac artery was identified. Three (3) non-bsc coated stents were implanted. The patient experienced severe blood loss. Five (5) days post implant procedure the patient died. The official cause of death was hemorrhagic shock caused by vascular complications.

Manufacturer narrative:
H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Media analysis: a 3mensio report and five (5) filmed sequences of isolated steps within the procedure (no comprehensive recording was available) were provided to assist in the investigation and were reviewed by a bsc medical director. No imaging pertinent to the reported vessel dissection were provided. The femoral access measured 4.7mm for the left femoral artery and 4.8mm for the right femoral artery. There was no report of femoral vascular modification technique before the insertion of the 14f isleeve introducer sheath.

Event description:
It was reported that vessel dissection and patient death occurred. During a complex transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach with a minimum femoral artery diameter of 4.7mm. The mildly calcified native aortic annulus measured 20.6mm in diameter. A 14f isleeve introducer sheath was placed and safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-boston scientific (bsc) balloon catheter. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into position, commissural alignment was achieved, and the acurate neo2 valve was released. The aortic gradient post implant was 5mmhg. After implant of the acurate neo2 valve when the 14f isleeve introducer sheath was removed a dissection of the iliac artery was identified. Three (3) non-bsc coated stents were implanted. The patient experienced severe blood loss. One (1) day post implant procedure the patient died. The official cause of death was vascular complications. It was further reported the cause of death was hemorrhagic shock caused by vascular complications.